Event description:
It was reported that the ilet displayed persistent alert 60 indicating a bluetooth communications malfunction despite multiple restarts, and the device was replaced; the user was advised to shut down the unit and informed that data would not transfer to the replacement and that start-up would be required. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a mechanical problem consistent with the reported bluetooth communication issue. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.